Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no vacuum" (aspiration issue); "would not prime" (failure to prime). The nurse reported the system would not hold vacuum. Add'l info received from the nurse stated that initially the system would not prime. The nurse called the company technical support specialist (tss) and was walked through the priming sequence. Then, the nurse noted that vacuum would not build. This occurred during set up. A system was borrowed from a neighboring facility. The cases were delayed 2 hours. Two of the three scheduled cases were completed the same day, while the other was completed the following day. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found low vacuum was caused by the top right pinch plunger being extended. The loose plunger pressure line was reconnected. The IV hook assembly was installed and the latch seal was replaced. The system was then tested and met all product specs. (B)(4).